Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure in an angulated proximal left circumflex coronary artery, after performing pre-dilatation, a 2.5x18 xience v rx drug-eluting stent delivery system was advanced, with resistance toward a moderately calcified lesion, but was unable to cross the lesion. The 2.5x18 xience stent delivery system was removed with resistance, and a 2.5x23 xience v rx drug-eluting stent delivery was used to complete the procedure. There were no reported patient effects, however, a clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the 2.5x18 mm xience v stent delivery system (sds) noted blood in the guide wire lumen, suggesting a guide wire had been loaded into the lumen. The stent implant was stationary on the tightly folded balloon between the markers, with no damage noted. Dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. The moderately calcified lesion likely contributed to the failure to cross and subsequent resistance during removal of the sds, which led to the delay in procedure. A review of the lot history record did not reveal any related non-conforming material records. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for difficult to remove for this lot. There is no indication of a product deficiency.